Event description:
It was reported that the implant at tooth site #19 was removed due to pain. Implant removed due to pain/lingual perforation. Patient will return for implant on (B)(6) 2023.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. D6a: implant date unknown / not provided. D6b: explant date unknown / not provided. E1: email unknown / not provided. E1: first name unknown / not provided. E1: last name unknown / not provided. G4: PMA/510(k) number unknown / not provided . H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
One tapered screw-vent implant, (tsvt4b11), was reported but not returned for investigation. Therefore, visual evaluation could not be performed. DHR review was completed for the subject lot number 63743937. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63743937 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿pain¿. The customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants, ifu4869 rev 9 - 10/19. Information identified: warnings. Per the applicable IFU, ¿improper technique can cause bone loss, patient injury, pain and implant failure¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was incorrect technique used during placement. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.